Manufacturer narrative:
Analysis of the drill determined that the motor wouldn't turn thus pre-repair temperature could not be performed. The device was too dirty, the bearing was corroded, and the motor shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was overheating during operation. No patient impact. Additional information was received confirming that the device heated up within a minute.